Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on the lead during change out for normal eri. No electrical anomalies were detected. The lead was capped and replaced. The patient is doing fine.